Event description:
I experienced high blood sugar after eating sugary foods which is normal for a person with type 2 diabetes. The twist to this is; I became uncontrollably sleepy and then passing out, as I was passed out my blood sugar went dangerously low 50 and under, causing, my cgm to go off. My husband had to check and see if I was breathing. I also experienced breaking out in extremely itchy hives on my scalp, and itchy skin on my body, along with breaking out in a rash around my mouth. Also I inject 1 mg of ozempic weekly for my diabetes and gained 3 to 4 pounds, which is not really a significant weight gain, but I should have lost weight, not gained. Before, I started the rexulti I lost over 10 lbs injecting my weekly ozempic, which I began I believe, (B)(6) 2023. My physician or pharmacy would have record of it. I start the rexulti, I believe at the end of (B)(6) 2023. I am not due for labs until mid (B)(6) as my physician at (B)(6) elected not to check me for 6 months from (B)(6) 2023,which I think is a little reckless, considering I am on 9 different medications for diabetes, bipolar disorder anxiety and sleep disorders and adhd. That is my primary, not the fnp that prescribes my bipolar medication at (B)(6). Medical records have full information.